Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as bleeding open wound. There was no alleged device malfunction contributing to the irritation. The patient¿s physician mentioned the use of corn starch for the skin irritation. Follow up indicated that the skin irritation improved.